Event description:
It was reported that "the pre-inserted sheath kinked during use for a PICC procedure, and the device could not be used." Another device was used to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).